Manufacturer narrative:
Investigation summary: customer returned (1) bd insyte autoguard in an open blister pack from lot # 7097605 to franklin lakes. The sample was examined and exhibited two pieces of dark bluish material on the surface of the catheter. One of the two pieces of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyvinyl chloride (pvc) and silicone. The silicone is most likely from the surface of the catheter. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Observations and testing: received one unused iag 22ga unit and open package from lot 7097605, all the components were present and the needle was fully retracted within the safety barrel. Observed 2 dark bluish/black particles on the catheter tubing near the catheter tip. The returned unit provided for evaluation displayed 2 dark bluish/black particles on the catheter tubing near the catheter tip. Investigation conclusion: the defect of foreign matter, as stated in the investigation was confirmed. Root cause description: although the defect of foreign matter reported in this incident was confirmed, the source of the foreign is unknown. Bd flks performed ftir and the spectra analysis suggests that this material has components similar to those of polyvinyl chloride (pvc) and silicone. The silicone is most likely from the surface of the catheter.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found attached to the catheter of a 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter before use.